Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) the device advised shock for what the clinician believed was a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.